Manufacturer narrative:
The patient has passed away and the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report will be updated should additional information become available.

Event description:
Boston scientific received information that this device was unable to be interrogated and did not emit tones when magnet was applied. There were no adverse patient effects. A request for additional information was sent.

Event description:
Additional information was received that this patient had been lost to follow up. The field representative was called to turn off tachy therapy as this patient was in hospice. At that time it was found that the device as unable to be interrogated. No allegation of device malfunction.